Event description:
Pt was using cane seat outdoors near a wall when the frame connector bracket broke. There was no injury. MDR being filed now as a result of internal audit and to make filings consistent with other reports.